Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (auto off) issue. It was reported that the pump's auto off alarm occurred too early. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/12/2015 with the following findings:during investigation, a review of the pump¿s user settings showed that the auto-off was set for eight hours. The black box was reviewed and showed an auto-off alarm occurred on 10/05/2015 after eight hours of the last button press on 10/04/2015. During testing, the auto-off duration was set to one hour and the pump set to run on 1u/hour basal rate; the pump gave the appropriate auto-off visible and audible alerts exactly after one hour. The auto-off feature was found to be functioning properly. The complaint of an auto-off issue was not able to be duplicated during investigation. There was no defect found.